Event description:
Brain fog, low blood pressure, vertigo, severe anxiety, feelings of doom, adrenal fatigue, poor immune system, chronic fatigue, insomnia, dizziness, sinusitis, ringing in ears, tingling in extremities, shooting pain in breasts and chest, mood swings, hormone imbalance, heart palpitations, elevated liver enzymes.